Event description:
Three external proficiency survey samples with discrepant digoxin results, repeat testing performed in 2007. Survey 1 initial result 3.24 ng/ml; repeat gave 2.35 ng/ml. Survey 2 initial result 4.44 ng/ml; repeat gave 3.22 ng/ml. Survey 3 initial result 2.46 ng/ml; repeat gave 1.8 ng/ml. The field svc rep was unable to determine root cause.